Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic bariatric procedure, the device fired fine on the first fire. On the second fire, it started to fire and then stopped. The reverse button did not engage initially. They hit it again and then it worked. The device was removed and a second device was used to complete the procedure. There was no patient impact. The device was discarded.